Event description:
A 2.0mm ti curved sagittal split plate broke post operative. The plate broke on one side causing the contralateral plate to loosen and the screws to become lytic. The hardware was removed.

Manufacturer narrative:
No investigation could be performed no conclusion could be drawn as no device was returned.